Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. It was reported the receiver was overheating. The product was evaluated. An external visual inspection was performed and failed due to burnt usb connector. Pictures were taken. Receiver charge and boot tests were performed and failed due to burnt usb connector. Functional tests were performed and failed due to burnt usb connector. The receiver log was not downloaded and reviewed due to burnt usb connector. The allegation was confirmed. The probable cause was determined to be a defective usb connector. No injury or medical intervention was reported.